Event description:
It was reported that during an ipg replacement, the physician inadvertently pulled the leads. In turn, surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.